Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties of balloon separation; however, the patient effect of foreign body and additional treatment appear to be circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no other incidents reported from this lot. It should be noted that the trek rx and mini trek rx, global instructions for use states: the trek rx and mini trek rx coronary dilatation catheters are indicated for - balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, and balloon dilatation of a stent after implantation. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the popliteal with heavy calcification. A 5x15mm trek rx balloon dilatation catheter (bdc) was advanced over a bmw guide wire toward the target lesion. The bdc dilated the lesion without issue. Upon removal of the bdc from the patient anatomy, the balloon area was missing. The balloon had detached and remained in the patient anatomy but was still on the wire. A snare was successfully used to retrieve the detached portion. No resistance was noted during advancement or withdrawal. No other device issues were noted during preparation. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.